Event description:
It was reported that the right ventricular lead impedance was high and had been increasing over the past three months. The thresholds had also increased. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and the distal conductor was fractured. It was also noted that the defibrillator conductor was distorted, the distal conductor was stretched and had blood/body fluid (not obstructed), there was blood/body fluid in the outer tubing overlay, the outer tubing overlay was melted and had cosmetic environmental stress cracking and a non-electrical breach, the outer insulation was torn, the exposed defibrillator coil had a white substance, and the outer insulation had a cosmetic depression.